Event description:
A customer reported that a tube came off the probe on coulter prepplus 2 instrument and fluid squirted onto the customer's face. The volume of the squirted fluid is unknown. The instrument is used for preparing hiv samples, and the waste line contains isoflow sheath fluid, controls and patient samples. There was no death or injury and medical attention was not sought. It is unknown if the customer was wearing personal protective equipment at the time of the incident. Msds was not reviewed and there is no risk management plan in place at the customer's site. There has been no report that any patient results were affected. A field service engineer cleared the sample probe and remade the tubing connection. All tubing connections and probe operation passed verification test. The cause of the tube disconnection from the probe is unknown.

Manufacturer narrative:
(B)(4)